Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was a case of an attempted implant due to lead incurred insulation damage. The lead was never in service. No adverse patient effects were reported.